Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the cartridge alarm and arranged for a replacement pump to be sent. The customer was advised on how to put the pump into storage mode before returning it and was instructed to send the defective pump back using a pre-paid label. The customer will continue using the current pump and was informed of the necessary steps to follow upon receiving the replacement.